Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device passed full functionality and stress testing. All shock tests resulted in the appropriate energy delivery without issue. The device was recertified and returned to the customer. Review of the device activity logs found no evidence to support this report. The log showed a single charge/shock event. The device was in manual mode and the charge/shock was controlled by the end user. The electrode pads used were not returned for evaluation as part of this investigation. It is important to note that it was indicated by the customer that a shock "may not have been delivered" as there was "no physical patient movement seen". However, patient movement is not a measure of energy delivery. Analysis of reports of this type has not identified an increase in trend.